Manufacturer narrative:
A family member acknowledged that the battery cap was original to this pump which the pt began to use in (B)(6) 2009. The user guide advises pt to replace the battery cap once each year or sooner if the cap is damaged. This malfunction was detected by the user who continued to use the pump despite an obvious power issue. At this time, it is unk if the missing basal rate delivery was fully attributable to the power loss. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the pump turned off multiple times without user intervention on (B)(6) 2011. The pt said that she observed a blank display screen; she pressed on the battery cap and heard the pump beep; she removed her finger from the battery cap and the pump turned off. The pt stated that she then secured the battery cap and power to the pump was maintained for about 1 1/2 hours before power was lost again. After the 5th or 6th occurrence, she taped on the battery cap onto the pump and continued to use it. The pt and a family member reported that the threads on the cap were stripped. In addition, the family member reviewed the pump history and found multiple basal rates of 0.00 units in the basal history. The pt reported that her blood glucose was elevated (283mg/dl to 335mg/dl) with moderate to large ketones. She denied nausea, emesis, or shortness of breath but reported excessive thirst, frequent urination, and fatigue. The pt said that she corrected the elevations without medical intervention. This complaint is being reported due to the following conclusion: the pt experienced a potentially serious injury when she continued to use the pump with a detectable power loss issue.